Manufacturer narrative:
Additional information was provided that the device prompts that the battery is faulty and there is no fault code.

Manufacturer narrative:
Upon further investigation, the failure was discovered during testing outside of therapeutic application, there was no patient involvement. Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
(B)(6).

Event description:
The customer reported battery alarm in their v60 device. The device was not in use on a patient. No patient or user harm was reported. The customer confirmed the reported failure. The customer powered on and started up the unit and the alarm disappeared. Further information is pending.